Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the customer and the air gas module were replaced. This measure was however not correct, so the customer reported the event back to our service organization. The ventilator was investigated by our service engineer and the nozzle units of the o2 gas module and the air gas module were replaced and returned for manufacture investigation. The reported alarm for high o2-concentration was not reproduced during simulated use test of the returned nozzle units in a ventilator. One of the nozzle units was found to be oscillating in the production test system for gas modules. The other was found faultless. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance (pm) that must be performed every 5000 hours of operation or at least once a year. In this case the nozzle unit failed prematurely. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated high o2 alarms after preventive maintenance. The logs also contain high pressure alarms. There was no patient involvement. Manufacturer reference#: (B)(4). Importer reference #: (B)(4).